Event description:
A customer contacted haemonetics on (B)(6) 2012, to report a fluid leak during process in their orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012, to report a fluid leak during process in their orthopat machine. No donor or operator injury was reported. Upon evaluation, a major blood spill was discovered internal to the device. Components, which were replaced due to the blood spill, include power supply, controller pcba, distribution pcba, ac filter, ac harness, driver pcba, inlet valve assembly, and centrifuge. The machine is now ready for use. (B)(4).